Event description:
It was reported that t:slim x2 pump battery would not charge despite use of different charging cables and wall adapters, and charging connection was not recognized. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to allow pump battery to fully deplete before return, and was informed they would need to program pump settings and connect continuous glucose monitor on replacement pump, while technical support arranged shipment of replacement pump and requested return of malfunctioning pump using prepaid label within 10 days.